Event description:
Patient reported experiencing erratic blood glucose over the past 4-6 weeks, and patient believes the insulin delivery of the infusion device is inaccurate. Blood glucose was mostly elevated but ranged from 30 mg/dl to above 300 mg/dl. Patient corrected elevated blood glucose by delivering insulin through the infusion device, but this was not successful. Patient then used an insulin pen. Infusion needle is changed every two days and the tubing and insulin cartridge every five days. Patient did not have an infection or start new medication. Infusion device was not exposed to water or electromagnetic fields. Normal blood glucose level is 110 mg/dl. Patient did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.